Event description:
It was reported that this right atrial lead exhibited impedance issues. This right atrial lead was explanted and successfully replaced. No additional adverse patient effects were reported.